Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. (B)(4). The manufacturer¿s international service technician confirmed the reported issue. Boot detection, the screen can not touch settings, judged to be a screen failure. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported touchscreen the device was not in use at the time of the reported event.